Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 1oct2018. The customer reported that the ventilator screen freezes. It is unknown if the unit was in use on a patient, however, there was no patient harm reported. The field service engineer (fse) replaced the user interface assembly to address the reported problem and the unit passed all tests. Patient information was requested from the customer, but no response was received. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined.

Event description:
The customer reported that the ventilator screen freezes. It is unknown if the unit was in use on a patient, however, there was no patient harm reported. The event date was not specified; estimate used.